Event description:
The MFR received info alleging a ventilator does not power on. The device was not in pt use. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.